Event description:
An implant card was received indicating that the patient underwent generator replacement due to electrical current leakage, electric shock. Attempts to obtain additional information have been unsuccessful to date.